Event description:
During surgery, it was reported that while attempting to place the drill guide, the distal end broke off the device and could not engage the plate. A second guide was used to complete the surgery without any further complications.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. The broken end (distal tip) of the device was not returned for evaluation.